Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description, we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Prior to an unrelated device replacement procedure for normal elective replacement indicator (eri), diagnostic imaging was performed. There were externalized conductors noted on the right ventricular (rv) lead, however the electrical parameters were all good and stable. The lead was capped and replaced and the patient was stable with no consequences.